Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the pump malfunctioned. The patient wanted the pump removed because it had not been working for a couple of years. The pump gave the patient severe pain. No further complications were reported.